Event description:
It was reported by service report that the head end right load cell was not functioning correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.